Event description:
Philips received a complaint by the customer on the v60 indicating that the power supply of the device malfunctioned. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The reported problem was confirmed. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) engineer evaluated the device and determined the issue was due to a failure related to the power management (pm) printed circuit board assembly (pcba). The repair for this device cannot be conducted at this time due to a backorder status of a part (pm pcba) that is needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted.